Manufacturer narrative:
Follow-up # 1 date of submission 8/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 7/22/2016 with the following findings: the black box and alarm history showed a cs 088 watchdog call service alarm occurring on 06/15/16. The pump¿s ¿ez-prime¿ steps were performed correctly and no cs 088 alarms or any errors, alarms or warnings occurred during the investigation. The investigation was unable to duplicate the initial ¿communication¿ alarm complaint. The pump¿s cover was removed and there were no intermittent conditions found to the printed circuit board (pcb) or to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. It was reported that the pump emitted a communication alarm. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.